Manufacturer narrative:
The investigation into the reported aic purge disc/flag issues has been completed since the original report was filed. Console logs from the reported day of event are consistent with complaint and show that after 37 days of uninterrupted support, console suddenly presented with purge disk not detected alarm (#402) that did not resolve after purge cassette reinsertion or purge cassette swap. Inspection of the console performed at japan field service confirmed broken (missing) purge disk detect flag, which explained the alarm observed during a case.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility in japan had an impella 5.5 support ongoing for a patient with cardiomyopathy. On day 37 of the support the automated impella controller (aic) failed with "purge line click-on not detected alarm" the team attempted to troubleshoot by replacing the purge cassette, but when the cassette replacement did not remedy the issue the team replaced the aic itself. This allowed for one day more of support until the patient was weaned and explanted. No harm or injury noted. On 20-jul-2023, additional information was provided from the user facility. "Visual inspection of the subject control unit revealed that the transmitter was not recognized when attached because the lever was broken."